Event description:
During an angiogram and kissing stents at aortic bifurcation procedure, the dr went in sheathless and had trouble getting through the arteriotomy. The sheath would not deploy. When it was taken out of the common iliac artery, it appeared one of the ends of the interstices poked through the outer catheter wall. When the device was pulled off of the wire, the inner catheter was left behind on the wire. The dr was able to successfully retrieve the whole system. A 10 x 40 was deployed successfully.